Manufacturer narrative:
Four pictures and two units were returned for analysis. The units were filled using a syringe then were connected to the pump cadd legacy plus [ID 1.0238; due date: (B)(6) 2021]; the units were primed and connected without difficult, the pump was set running and any alarm was activated. The failure was not confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cassette was implicated in causing the following event. Two days after starting to use the product, a "no message" alarm went off. The pump was switched out but the situation was not remedied. Therefore the cassette was changed to a different one as well but the next day a "no disposable" alarm went off. There was no patient injury. There were no reported adverse events.